Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated the incorrect bolus amount to be delivered. The customer's blood glucose (bg) level ranged from 184-200 mg/dl. During troubleshooting with tandem technical support, it was verified that the correct bolus was calculated based on grams of carbohydrates entered and bg value entered. Tandem technical support provided additional training in regards to bolus deliveries.